Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had a hole in cord during reprocessing. No patient involvement.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of a ¿hole in the cord¿. The subject device was inspected, and the issue was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was a stress problem due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on completed investigation.